Manufacturer narrative:
No information about product location. Product was not returned to the manufacturer. No visual examination could be performed. Reference & lot number of the product was not provided, the review of the device history records and traceability cannot be performed. From the only information initially provided, the cause for the event cannot be determined. The cause for the device issue is unknown. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. Root cause cannot be identified. If additional information that add value to this investigation and allow to drawn a conclusion , this complaint will be reopened.

Event description:
Mobi-c p&f us: device malfunction - revision. Information was collected via the annual mobi-c enhanced surveillance survey: surgeon reported an event of device malfunction/device removal on patient that was implanted with mobi-c in the past year. Attempts have been made and no further information has been provided.